Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user awoke to a hypoglycemia event indicated as ¿low¿ on the dexcom g7 and treated with oral carbohydrates, after which a fingerstick blood glucose was 160 mg/dl; the user denied sensor compression and was using a 6 mm steel cannula, and review of ilet data with the user indicated expected pump function based on sensor readings. Symptoms included absent typical hypoglycemia warnings per the user. Outcomes included self-treatment with juice and a candy bar without need for emergency care. Investigation included customer interview and review of available device and sensor data while on call. Investigation of this case revealed no device malfunction and no pump alarms, with findings consistent with treated hypoglycemia of unclear origin. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.